Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 74001, lot # n412109, implanted: (B)(6) 2014, product type adapter. (B)(4).

Event description:
It was reported the patient underwent replacement on (B)(6) 2014 and on (B)(6) 2014, the patient had a wound hematoma that required wound evacuation. **information omitted pertaining to event (B)(6)¿ normal battery depletion** this information was previously reported in regulatory report # 3007566237-2014-01451; however, any further information received regarding the wound evacuation will be submitted under this regulatory report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) reported that the patient developed a wound hematoma post-operatively and required wound evacuation. It was noted that the patient developed bleeding in wound several days after surgery. It was noted that actions taken to resolve the issue was incision and drainage (I <(>&<)> d) of wound. The cause of the event was unknown. However, it was noted that it was not device related. It was noted that "had nothing to do with scs device." There was no troubleshooting done to provide insight to the issue. There was a 50% or greater symptom reduction. The patient had recovered without permanent impairment.

Manufacturer narrative:
Any additional information regarding the event reported in regulatory report #3004209178-2018-20918 will be submitted as supplemental reports under this regulatory report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported after implant the patient had a huge blood clot or hematomas so they ¿went in and cleaned that out, but they didn't put it back in properly which caused it to protrude from the stomach.¿ due to the placement of the implantable neurostimulator (ins) every time the patient bumped into the kitchen cupboards they would have pain, so they told the healthcare provider (hcp) they needed to do something to help him. The hcp kept putting the patient off and off until the patient shot himself on (B)(6) 2014 because he couldn't deal with the discomfort or pain caused by the ins anymore. According to the consumer the hcp was wrong not to follow through and the manufacturer¿s representative (rep) was there at the time of implant to make sure it was done properly. It was noted the patient had a prior implant in 1989 for over 10 years and never had any issues with their implant. Relevant medical history includes spinal pain. Additional information was received from a health care provider regarding the patient on (B)(6) 2018. It was reported that the patient had a stimulator system placed approximately 20 years prior to the report. These were older stimulator leads and an older generator, which were much bulkier. These leads needed an adaptor to connect to the new generators. The patient¿s pocket for his stimulator was not in his abdomen, but on his right lower flank/chest wall region. Because the patient was getting a new generator and required the adaptors, this did cause more of the device to be placed within the pocket. However, this did not cause the pocket to protrude or extrude any further than it already did with the previous generator, which was one of the very original old types that was much larger. Therefore, the generator did not protrude any further than it did previous to the replacement. The patient did develop a hematoma after the first surgery that required an evacuation; however, this is a known complication. Also, the region of the chest wall is one of the most highly vascularized areas in the human body. Therefore, it is not uncommon to develop a hematoma with placement of a generator unit in this area complicating all of this was the fact that the patient had a dacron sock that had been placed 20 years previous over his original generator which had created a massive amount of scar tissue and the dacron material itself was flaking apart in pieces. The entire area had to be resected in order to remove all of that debris and scar tissue so that he had well vascularized tissue to form a scar capsule over his new generator. Another contributing factor to this is that at the time of the patient¿s generator implant, he weighed (B)(6) pounds and was 6 feet, 2 inches. By the time of his dead, he weighed (B)(6) pounds. That is a 30-pound weight loss for a rather tall gentleman, which in itself will definitely make any generator protrude. The patient suffered from depressive disorder and he was on psychiatric medication. Unbeknownst to the physician, he tried to commit suicide prior to the day he actually was successful committing suicide, which was on (B)(6) 2014. Therefore, there is a lot more regarding this patient than just a possibly protruding generator. The health care provider will adamantly stand for and state that the generator was placed properly. As far as the patient¿s weight at the time of the reported event, the health care provider could not say. He was (B)(6) pounds when he was implanted, and he was (B)(6) pounds when he committed suicide. There were no further complications reported or anticipated. Any additional information regarding the event reported in regulatory report #3004209178-2018-20918 will be submitted as supplemental reports under this regulatory report.